Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the operating currents test, self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, self test, displacement test, rewind, basic occlusion test, occlusion test and no delivery alarm test. No motor error alarm occurred during testing. The motor passed the motor test. The insulin pump had a cracked case at the display window corners, battery tube threads, and reservoir tube lip, and minor scratches on the display window.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 210 mg/dl. The drive support cap appeared normal and the insulin pump had not been exposed to a strong magnetic field. The insulin pump had also alarmed for no delivery because the reservoir was empty. The caller refilled the reservoir. The caller found air bubbles in the tubing and was assisted in priming them out. She stated that she did store insulin at room temperature. Insulin did exit with the manual prime and no leaks were observed. The insulin was clear and not expired and the insertion site was not sore or irritated. The time and date were correct. The bolus wizard and basal rates were programmed correctly. The bolus history displayed all entries based on the caller's recollection. The insulin pump passed the high pressure test. She was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.